Event description:
It was reported by service report that the power load would not lock the cot in place. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.